Event description:
Caller reported the aviva system gave a blood glucose result of 557 mg/dl at 10:18 pm when the customer was unconscious, symptomatic of hypoglycemia. Emts were called, their result at about 10:40 pm was 40 mg/dl. Emts treated the customer with an unspecified IV, customer regained consciousness. Customer was transported to the hospital, given orange juice, released at about 3:00 am. A request was made for the return of the meter and the strips, replacement was sent.